Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges cartridge leaked from the plunger while filling; plunger was still on cartridge. Caller also alleges the cartridge plunger is defective. Caller reported she believes she is doing a step incorrectly when filling the cartridge. Caller stated the plunger has fallen out of the bottom of the cartridge while she was filling the cartridge. No adverse event reported. Cartridge has been discarded; no product will be returned.